Event description:
Per the clinic, the electrode array was partially inserted in the cochlea due to severe ossification after meningitis. The patient experienced a performance decrement resulting in the decision to explant the device on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.